Manufacturer narrative:
(B)(4); additional information was received that two more untreated episodes were recorded since the last follow up where the same oversensing was observed. The s-ICD replacement procedure was performed and per recommendations from boston scientific technical services (ts), the electrode was checked near the xiphoid incision. The physician found the electrode suture sleeve only a few millimeters from the sense b portion. It was not covering the sense b portion but it was not connected very tightly. The physician felt it was plausible that the suture sleeve had moved over the electrode body in certain positions or with tension on the electrode. The electrode was reconnected to the fascia with a new suture sleeve at an appropriate distance from the sense b portion. The s-ICD was explanted and successfully replaced. Testing was performed and the system was sensing normally. No additional adverse patient effects were reported. The electrode with the new s-ICD remains implanted and in service. The explanted s-ICD is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated episode that was caused by baseline shifts leading to oversensing. No inappropriate therapy was delivered as a result. Boston scientific technical services (ts) was contacted and provided additional troubleshooting. A new x-ray was submitted, which showed the electrode was fully inserted into the device header. The patient was seen for extensive troubleshooting with testing performed in different postures and positions. The baseline shift was reproduced one time when the patient stretched their back. However, after this was observed, no further movements, positions, or maneuvers could reproduce the baseline shift again. The s-ICD was scheduled to be replaced in july 2017 so programming remained as is, pending the replacement procedure. It was also considered whether the electrode should be replaced. A ts review of available data from the troubleshooting revealed the possibility that the suture sleeve was sliding over the sense b node near the xiphoid incision. It was recommended to check the xiphoid incision first at the replacement procedure to ensure the integrity.